Event description:
It was reported the patient's blood glucose level rose to 344 mg/dl while wearing the pod between 24 and 36 hours. When the pod was removed from the infusion site (leg), the pod's cannula was found bent and leaking and bleeding was present. As treatment, a new pod was applied.

Manufacturer narrative:
The device has received for investigation. A supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Manufacturer narrative:
Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear or the failure to deliver insulin.